Manufacturer narrative:
Qc runs before and after the event were within the customer's established range. A system check was performed on (B)(4) 2010, and met specifications. No error was posted to the event log in association with the erroneous results. A bci field service engineer (fse) was on site on (B)(4) 2010. Fse replaced and adjusted some parts. All verification testing met published specifications. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to no value and 0.00ng/ml obtained for total t3 results for five patient samples on access 2 immunoassay analyzer. The results were reported out of laboratory. Upon repeat, the results below and within normal reference range were obtained. No death, injury, or change to patient treatment has been reported in connection with this event.